Manufacturer narrative:
The reported event was addressed with phone support. A spare endoscope was used to resolve the issue with the endoscope. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, the customer called an intuitive technical support engineer (tse) and reported that they had an unusual rotational movement with 30 degree endoscope after switching orientation from up/down. They have finally resolved it by replacing the endoscope by an spare one. Tse has reviewed error logs and has not found any relevant errors associated. Tse guided caller to rotate affected endoscope manually looking for rotational friction or grinding noise. Site stated that scope can easily rotate on one direction but it is hard to move on the other direction. It suddenly unblocked and was easy to move on both directions. Tse informed site that this was most likely causing the issue and requested to keep it isolated until the clinical sales representative (csr) verifies it. The procedure was completed as planned with no reported injury. Intuitive surgical inc. (Isi) followed up with the initial reporter and obtained the following additional information: the procedure was a radical prostatectomy. At the time of event, surgeon was performing tissue dissection. The image was inverted. Endoscope moved with uncontrolled motion. There was no reversed control on system arms. Surgeon did confirm desired orientation when endoscope was installed. User interface did not provide any information of image orientation. Endoscope and endoscope¿s adapter/base were still engaged/in-synch/attached. There wasn´t any damage observed on the endoscope¿s adapter/base. Prior to event, the endoscope was not manually rotated 180 degrees.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The endoscope was analyzed and found to have an attached endoscope adapter (aea) bearing friction issue. This defect was confirmed as binding. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.